Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the electrogram. All lead measurements were normal. The noise was not reproduced with testing. The physician opted to monitor the patient.